Event description:
A customer contacted stryker to report that their device had displayed a white screen and kept resetting. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The user interface pcb assembly was further evaluated and it was determined that the cause of the reported issue was due to a cracked and shorted capacitor, c181, on the user interface pcb assembly.